Event description:
It was reported that during priming, the tubing at the oxygenator outlet came off and had to emergently be fixed. During priming the pump speed was 1500 revolutions per minute (rpm) and around a 3 liters per minute fluid flow rate, although it was estimated from there being no resistance in primed circuit that had not been cut or connected to a patient and that it was 3/8¿ tubing all the way through. Tubing was replaced back onto outlet of oxygenator past second barb per standard practice. Oxygenator was then double ty banded rather than single ty banded. The issue was corrected during the priming process and had no further issues with that run.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of a tubing disconnection from the blood outlet port of the oxygenator could not be conclusively determined through this evaluation; however, the supplier of the oxygenator (eurosets) determined that there was no fault of the oxygenator and no correlation between the oxygenator and reported event. It was reported that the tubing at the oxygenator¿s outlet came off during the priming process and was corrected. The tubing was replaced back onto the outlet of the oxygenator past the second barb, per standard practice, and was double tie-banded rather than single tie-banded. There were no further issues with that run. The eurosets amg pmp oxygenator, lot #7559308, would reportedly not be returned for evaluation. The supplier of the oxygenator (eurosets) investigated the available information and noted that eurosets did not provide the oxygenator with the tubing already assembled at the outlet. As reported by the customer, after the tubing was replaced, there were no more problems. Eurosets determined that if there had been any damage of the outlet port, replacement of the tubing would have had the same problem. Based on the information provided, eurosets determined that there was no fault of the oxygenator and no correlation between the oxygenator and reported event. The eurosets oxygenator instructions for use (IFU) warns that the device must be carefully and continuously checked by qualified healthcare professionals. The IFU includes several sections and warnings that instruct to check connections to ensure the connections are properly secured, closed, or fastened. Tighten the connections to the oxygenator if necessary. The IFU also warns that all connections downstream of the pump must be secured by means of tie wraps. The production documentation for the eurosets amg pmp oxygenator, lot #7559308, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp oxygenator instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that the device is intended to be used by professionally trained personnel. The device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. The IFU warns to carefully check the device seal during priming and operation. Under the section titled ¿set up¿, the IFU instructs to check that all connections are properly secured, closed, or fastened. The detachment of unsecured tube connections can lead to blood loss and air embolism in the patient. Tighten the connections to the oxygenator if necessary. The IFU also warns that all connections downstream of the pump must be secured by means of tie wraps. Under the section titled ¿priming and recirculation procedure¿, the IFU warns to check the hydraulic seal of the connections before use. Under the section titled ¿during bypass¿, the IFU instructs that during the entire procedure, according to good prefusion practices, monitor the integrity of the system for leaks absence. No further information was provided. The manufacturer is closing the file on this event.